Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when tried to open the foley catheter, found a foreign object in the sterilized pouch and stopped using it.

Event description:
It was reported that when tried to open the foley catheter, found a foreign object in the sterilized pouch and stopped using it.

Manufacturer narrative:
The reported event was confirmed- unknown caused. The sample was evaluated, and it was observed that black dirt was attached to the backside of the tray. The black dirt was loose and secured with clear tape. The potential root cause for this failure mode could be defect contributed by vendor/improper handling/unclean machine or working area. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Complete initial reporter facility name:(B)(6). Correction: d, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.